Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic for a regular scheduled visit, when atrial lead noise and inappropriate auto mode switch (ams) episodes were noted. The ams episodes were due to the atrial lead noise. Noise was not able to be replicated with myopotential testing. No programming changes were made as all lead measurements were normal and impedance was stable. Patient was stable and will continue with regular scheduled visits.